Event description:
The customer reported that during a case there was a communication error and the system stopped working. This is indicative of a system lockup. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.